Manufacturer narrative:
This is a duplicate of report # 2031642-2016-03339.

Manufacturer narrative:
This MDR was filed in error as a duplicate to MFR. Report #:2031642-2016-03339. All further information will be submitted under this MFR number.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient was struggling to breath. The respiratory in the room. Two alarms was were seen in line pressure low and proximal pressure low. The patient oxygenation level dropped into 40s. The patient was place on a non-rebreather mask. The connection were double checked , but nothing wrong with the equipment. The customer reported that the patient desaturation level dropped.